Manufacturer narrative:
Insulin pump passed rewind test, basic occlusion test, prime or compromised force sensor system test and displacement test. However, insulin pump received stuck in the motor error loop during bolus or basal delivery. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.

Event description:
The customer reported via phone call that the insulin pump received motor error. The customer¿s blood glucose level was 300 mg/dl at the time of incident. The customer was assisted with troubleshooting. Customer reports the drive support cap was normal. Customer was able to complete insulin pump rewind. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.